Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor wire breaking off underneath the skin occurred. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.